Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, it was implanted by the customer, therefore unavailable for a physical evaluation. Since the complaint device was implanted, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (265l095), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during an artrhoscopic rotator cuff repair procedure, two 5.5mm healx adv sp bioc anchor devices were used. According to the report, when the surgeon tried to pull the suture off the first anchor, it was difficult to load so he pulled harder to load it but the tip on the anchor cracked. Therefore, another anchor was used for fixation; however, the suture spun idle and did not go in easily into the anchor then fell out together when the surgeon tried to remove the inserter. Another like device was used to complete the procedure successfully within 30 minutes delay. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.